Event description:
Hospira a y-type blood plumset, item # 12259-02 no lot# available as box discarded by rn. Tubing began to leak blood at the filter chamber when nurse primed the tubing. Nurse had to return tubing & unit of blood to lab where it was destroyed.